Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery (lad). A 3.00 x 24 synergy¿ drug eluting stent was advanced to treat the lesion. However, resistance was encountered upon advancing the device into the y-connector. The device was removed and it was noted that the stent was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the synergy, ous, mr, 3.0 x 24mm stent delivery system (sds) was returned. A visual examination of the crimped stent found that the stent was damaged; struts pulled and stretched in a distal direction towards the distal tip. The struts on the proximal end did not appear damaged. The stent od (outer diameter) of the undamaged proximal section was measured using snap gauge and is within maximum crimped stent indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. Balloon folds were tightly folded and not subjected to positive pressure. The product stent protector was not returned for analysis with the device, however the specified inside diameter of the stent protector (ID) shows there is no issues to note with the interaction between the two components. The review of the associated batch records for this device showed that the stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery (lad). A 3.00 x 24 synergy¿ drug eluting stent was advanced to treat the lesion. However, resistance was encountered upon advancing the device into the y-connector. The device was removed and it was noted that the stent was stretched. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.